Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced septic peritonitis and subsequently passed away. The cause of the peritonitis and the cause of death were not reported. No further detail was provided regarding treatment for the events, whether the patient was hospitalized or if capd therapy ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.